Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was maybe a month or two ago in september the patient had a bad storm in texas and their power went out. When the patient unplugged the remote from the ac power it looked functional but when trying to locate the device it would not find the device. Patient said it looked like the remote was reset. Patient tried to use the remote again and it just died. Patient could not charge their implant and the mode was not functioning correctly. They could not find the device in their back and pt thought something was wrong, they also could not charge the ins either and it was causing them severe pain in their back. Patient went to the ER last friday and they told the patient to contact medtronic to get the device removed. The ins was causing severe pain where it was located, one time it caused a lot of heat providing really bad pain above their left hip where it was located. Not only was the ins causing pain in their back but the leads in their neck where in was located. Patient did not have their equipment with them on call to gather serial or model numbers. The patient was redirected to their healthcare prov ider to further address the issue.